Event description:
On 31mar2026, a patient (pt) reported ¿recently switching from acuvue moist lenses to oasis lenses. Following this change, I experienced a significant worsening of scleritis, and the inflammation became much more severe, causing considerable discomfort.¿ multiple email attempts were made to the pt on 31mar2026, 02apr2026, 07apr2026, 09apr2026, 10apr2026, and 12apr2026 to confirm the pt¿s event country and obtain additional medical and product information as no phone number was provided on 13apr2026, the pt provided additional information. The pt is currently living in germany and reports being a long-time wearer of acuvue® moist brand contact lenses. The pt recently visited an eye care professional (ecp) ¿due to persistent discomfort after replacing it with an oasis lens and was prescribed isopto-max for the treatment of inflammation.¿ on 13apr2026, an additional email attempt was made to the pt for additional medical and product information. Nothing additional has been received. On 14apr2026, the pt refused to provide any additional information. On 22apr2026, an email was received from the pt requesting no further contact be made. No additional information is expected. It is unknown which eye is affected. The exact date of event is unknown and will be reported as 01jan2026. The suspect product will be reported as acuvue® oasys® brand contact lenses as it is unknown which oasys brand the pt was wearing at the time of the scleritis event. The suspect lot number is unknown. It is unknown if the suspect product is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.